Manufacturer narrative:
Calibration was last performed on 09-jul-2025. On the day of the event, the customer has multiple failed calibration attempts and received several calibration errors. The alarm trace showed abnormal probe sucking, abnormal sample aspiration, and sample short errors. It was found that the customer was centrifuging samples for 5 minutes at 4000 rpm, which may be too short of a time and at a spin speed that is faster than recommended. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 2 patient plasma samples on a cobas 6000 c (501) module. The customer was prompted to repeat the initial results as they have protocols to repeat all ciritical values. For sample 1, the initial glucose result was 19 mg/dl. The sample was repeated on another module and the result was 89 mg/dl. For sample 2, the initial glucose result was 39 mg/dl. The sample was repeated on another module and the result was 119 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer performed a precision and correlation study successfully. The field service engineer (fse) observed worn out rinse tubing and replaced it. The fse adjusted rinse volume and performed mechanical checks, a precision test, and cell blanks successfully. The customer performed qc successfully. The investigation is ongoing.